Event description:
Changed freestyle libre 3 plus and sensor misread my glucose as high when in fact it was not high and extra insulin was administered. Registered high results for 5 hours after eating and administration of insulin as well as an extra dose of insulin. Rechecked cgm results with glucometer.